Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose level was 49 mg/dl, at the time of incidence. Customer was treated with food for low blood glucose level. The customer¿s current blood glucose level was 142 mg/dl. Customer declined to troubleshoot for low blood glucose level. It was unknown that the customer was using auto mode feature at the time of incidence. The insulin pump and reservoir will not be returned for analysis.